Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that an initial positive architect troponin result of 0.193 ng/ml was generated. The sample was retested and was 0.017 ng/ml. The sample was retested again after centrifugation and was 0.107 and 0.089 ng/ml. There was no report of impact to patient management.